Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not stay powered on and kept shutting off, appeared offline in remote smart service (rss). A field service engineer (fse) troubleshooted the issues with the shutdown unit and found that the power supply had failed. The fse replaced the power supply and tested the device functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pyxis machine did not stay powered on and kept shutting off, appeared offline in remote smart service (rss). The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.